Event description:
During orif open reduction and internal fixation left elbow procedure being performed on adult patient, drill bit (2.0 mm) broke on patient's left elbow. Surgeon was able to retrieve the broken piece. No adverse impact on the patient.